Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the cause of the por was not determined. The patient mentioned the person who helped them was very helpful. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that therapy stopped and it was not working. The patient said they tried to get it on a couple of days ago and it just got poor connection. The patient pulled up the poor connection screen during the call which actually was a por message. The patient was able to successfully clear the por message. The patient experienced poor communication which was resolved by attempting communication again. No further complications were reported.